Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the pulse generator exhibited auto mode switch episodes and noise. The device was successfully reprogrammed which resolved the noise. The patient was in stable condition.